Manufacturer narrative:
The reagent lot number is 794463. The expiration date was requested but not provided. The investigation reviewed the last calibration performed on (B)(6) 2024. The results were within specifications. The investigation reviewed the qc recovery. The results were within specifications. The investigation reviewed the alarm trace. The trace had an "abnormal aspiration (sample pipetter s1)" alarm. The field service engineer (fse) inspected the analyzer and found that the event was due to cell rinse mechanism washing cell issues. The fse then replaced all of the rinse mechanism tubings and two solenoid valves (sv). He performed a mechanisms check for 30 minutes and adjusted the rinse water levels on the rinse mechanism; a gear pump pressure calibration; and an instrument check and precision test (21 times) with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable cobas creatinine plus ver.2 assay results from several patient samples tested on the cobas c 503 analytical unit. The reporter was able to provide two patient samples with discrepant results: the initial results were reported outside of the laboratory. The delta flags noted on the sample review prompted the rerun of the patient samples on another cobas pro c 503 analytical unit. Sample ID (B)(6). The initial result from the analyzer was 2.3 mg/dl with a data flag. The repeat result from the other analyzer was 1.2 mg/dl. Sample ID (B)(6). The initial result from the analyzer was 2.1 mg/dl with a data flag. The repeat result from the other analyzer was 0.8 mg/dl. The repeat results were deemed correct.